Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath had foreign matter on the catheter. On (B)(6) 2026, a nurse was preparing to perform an intravenous puncture on a patient. Upon removing the cannula cover to inspect the catheter, the nurse noticed a stain on the catheter and replaced the introducer needle before proceeding.